Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer will continue to use the current pump as a backup and was provided with instructions for storage mode and the pump return process. A replacement pump was sent to the customer.